Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a resolute integrity drug eluting stent was implanted during a procedure to treat a lesion in the prox lad exhi biting severe calcification with 90% stenosis. The lesion received atherectomy and cutting balloon/scoring balloon treatment. The patient was planned for a staged pci. On engaging the wire via htd into the lcx, a stent fracture was noted. Continued with ivus, no patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: the device reported was a resolute onyx device and not a resolute integrity. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: date of the fracture event was 10th july 2018. Max stent deployment pressure was 12 atm. No stent post dilation took place. The stent fracture led to an additional stent implant. The event was resolved. The investigator assessed that there was a causal relationship between the event and the resolute onyx, and a causal relationship between the event and the procedure. Safety assessed that there was a causal relationship between the event and the resolute onyx, and a causal relationship between the event and the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: device lot and model updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis summary: the images capture previously deployed overlapping stents within the lad. The area of reported stent fracture appears to be in the proximal to mid lad. In an image capturing contrast through the lad, calcification is evident within the area of the previously deployed stent as indicated by white patches in the vessel. This diffuse calcification in the proximal to mid-section of the lad may have resulted in the stent profile where previously adjacent non-welded stent wraps were most likely pushed out of alignment causing deformation and giving the appearance of what is clinically identified as a stent fracture. There is no evidence of stent weld or stent wrap fracture or breakage. The images capture post dilation and deployment of stents in the lad within the previously deployed stents. The profile of the stents in the lad has improved post pci. Correction to the event date: from the (B)(6) 2018 to the (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that a stent fracture type 4 was observed at the mid-lad which necessitated treatment. Ivus was continued. It was reported that after ivus imaging to confirm stent fracture, urgent pci to the proximal lad was successfully completed. One 3.0 x 26mm des was implanted. If information is provided in the future, a supplemental report will be issued.